Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: analysis confirmed the oversensing and found loss of pacing output. The cause of this condition was low gate drive voltage due to excessive leakage in the pace/sense hold capacitor.